Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique prior to a stent placement procedure. The arteriotomy was a 6fr and upsized to an 8 fr sheath to perform the interventional procedure. Reportedly, following suture placement, bleeding continued. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients who are morbidly obese (body mass index greater than 35 kg/m). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.